Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose levels were 400 mg/dl, 350 mg/dl and 462 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated high blood glucose level with 7 units of insulin. The customer reported that they did not experience any symptom related to high blood glucose level. Customer stated that his reservoir ran out in the middle of the night. The customer declined troubleshooting for the issue. The device will not be returned for analysis. Frn-unk-rsvr, unomed inf set.